Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. The following sections have been corrected: h8. Visual examination of the product photos identified that the device is fractured at the post. As no product was returned, further visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is confirmed with provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that outside of surgery that the trunnion of the humeral tray sheared off without patient experiencing any trauma. There was harm as the patient had to undergo an additional surgery to remove the fractured device. No delay was reported. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11 visual examination of the returned product identified that the device returned shows signs of wear and tear. The post has some galling and wear marks with discoloration. The bottom side of the tray is scratched near the fracture site. The inside of the tray where the bearing was located has bio-debris and discoloration. Fracture surface analysis of comprehensive rvs tray sample showed ratchet marks and step-like striation artifacts in the non-smeared regions of the fracture suggesting that the cause of the failure to be bending fatigue. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed with returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.